Event description:
Patient began to get increasingly uncomfortable after her epidural had been working. It was noted that her gown was wet and upon further assessment, I could see that the epidural medication was leaking from the round, yellow filter that connects to the cadd [continuous ambulatory drug delivery] pump tubing. Anesthesiologist was notified and was able to replace the defective yellow filter piece. Epidural began working again for patient after filter replacement.